Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that unspecified medical interventions were performed due to patient blood pressure drop and increased heart rate at the end of the surgery. The patient returned to stable condition and sent to pacu. The surgeon stated there was a surgical delay of 30 minutes due to the liner not locking.